Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located between two previously placed stents with a gap of 20mm in the saphenous vein graft (svg) to the right coronary artery (rca). While advancing the 28x3.50mm ion, the stent became stuck on the proximal previously placed stent. When the physician attempted to withdraw the stent delivery system, the ion stent dislodged in the rca. The physician used a 4.0x20mm nc quantum apex balloon to crush the ion stent in place. The ion stent was well opposed to the vessel wall and it did not move. There was no attempt made to retrieve the stent. The physician decided to end the procedure at this time and no other patient complications were reported. The patient's post procedure status was fine.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located between two previously placed stents with a gap of 20mm in the saphenous vein graft (svg) to the right coronary artery (rca). While advancing the 28x3.50mm ion, the stent became stuck on the proximal previously placed stent. When the physician attempted to withdraw the stent delivery system, the ion stent dislodged in the rca. The physician used a 4.0x20mm nc quantum apex balloon to crush the ion stent in place. The ion stent was well opposed to the vessel wall and it did not move. There was no attempt made to retrieve the stent. The physician decided to end the procedure at this time and no other patient complications were reported. The patient's post procedure status was fine.

Manufacturer narrative:
Device codes #2923 and #1212 relate to component code #515. Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an ion mr stent delivery system (sds) with no stent. There was contrast in the inflation lumen. There were stent strut impressions present on the surface of the balloon between the marker bands. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported stent dislodged inside the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).